Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient¿s main complaint was knee pain post primary total knee. The surgeon evaluated the patient and saw a slight laxity during the evaluation. He recommended a poly exchange and possible revision if components are loose. There was an excessive amount of scarring throughout the joint space. He removed the tibial insert and continued clearing scar tissue from the back of the knee. He inserted the size 5 12.5mm insert trial to determine proper flexion/extension stability. He also performed some soft tissue balancing. The size 5 12.5mm poly insert was inserted and checked to see if locked into tibial tray. It was seated. There were no instruments broken during the case. Surgeon was happy with the outcome. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.